Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular lead was placed septally and the stimulation was only apparent when the patient laid on his left side. The physician will perform a lead reposition.